Event description:
The frame allegedly broke at a weld on the bottom right side. User reportedly sought medical attention.

Manufacturer narrative:
Distributor contacted invacare with info that a weld on the frame broke and a user fell, and sought medical attention. Injuries appear not to be serious as dealer replaced device and user is reportedly using the replacement. Product has not been returned for evaluation at this time so, it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed as a conservative measure based on alleged medical treatment.